Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the suction was reported to have broken into two separate pieces. It was reported that the unit was damaged at the handle end of the unit. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: the reported issue is identified to be a duplicate of MDR 1723170-2019-04638. If information is provided in the future, a supplemental report will be issued.